Event description:
A retrospective data collection of the radiographic clinical observational study on patients treated for flat foot with the futura¿ conical subtalar implant system (csi) was conducted to collect safety and efficacy/performance of the futura¿ conical subtalar implant system (csi). It was found the patient is in the waiting list for implant removal due to persistent pain in the sinus tarsi.

Manufacturer narrative:
The alleged event could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device not available.